Event description:
It was reported that the pulse generator could not be interrogated. The magnet rate was in the 90's and the demand rated appeared to be 60 bpm, indicating that the device had not reached elective replacement indicator (eri). On (B)(6) 2010 battery data was 2.61 v, 16 ua, 10.3 kohms with a longevity of six months to eri. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.